Event description:
A report regarding opacification of an iol was received by ciba vision on 1/28/2002 from a surgeon regarding a pt who had a memorylens implant in 1999. Numerous requests for additional info were made, but nothing was received from the surgeon at the time of this report.